Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was unable to be duplicated. There was additional issues was found with the high (vt3) readings, this is isolated transducer fault from inspiratory flow sensor. This part is possibly the cause of device failure. This issue will be internally investigated within vyaire.

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop. The customer reported that this issue occurred while on a patient. The customer stated there was no patient harm or injury.